Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: 1627487-2020-48936, related manufacturer report number: 1627487-2020-48937. It was reported that patient was experiencing ineffective therapy. As a result, to address the issue patient underwent surgical intervention wherein the system was explanted. No complications during procedure.